Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with multiple dizzy episodes and pauses. It was also reported that the right ventricular (rv) lead exhibited rising thresholds / impedance values, oversensing, a high sensing integrity counter (sic) count, noise resulting in pacing inhibition and a fracture. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.